Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a persistent restart alert associated with bluetooth communication after the device became wet, preventing connection to a new cgm sensor; the user reverted to backup therapy and reported a blood glucose of 254 mg/dl, which is consistent with hyperglycemia; the device involved was identified as an ilet with a relevant circuit board component and an issue characterized as a failure to read input signal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss and a failure to read input attributable to the circuit board component. The device powers on when charged. When a connection using the bluetooth was attempted it was intermittent. The device was opened to investigate further based on the user statement that the device fell into a lake. Upon opening it was noted that the bluetooth chip had corrosion on it this would explain the alert 60. The customer reported complaint is confirmed. The device must be scrapped due to corrosion.